Event description:
On (B)(6) 2013, four zilver ptx drug-eluting peripheral stents were placed in the pt's sfa. Blood flow in the sfa to immediately above the pop and below knee and the procedure was completed without problem. However, the pt had complained of continuous pain. Only one tablet of clopidogrel was administered after the procedure. On (B)(6) 2013, the physician performed echo and CT, and found it was subacute thrombosis as the stents were occluded with thrombi. On (B)(6) 2013, tlr was performed. The physician attempted to do thrombectomy using an angio catheter, but didn't work well. Then he administered 180,000 urokinase for thrombolysis and dilated with a 6 cm long balloon to improve blood flow. After this additional procedure, heparin was administered for a day and clopidogrel, cilostazol and dipyridamole were administered. Abi recovered to 0.8. The pt's condition is unk as not provided by reporter. Additional information provided on (B)(6)2013: the pt's leg is warm and her condition is very fine as of (B)(6) 2013.

Manufacturer narrative:
There were no zilver ptx devices of lot number c778619 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for eval. The stent was implanted in the pt; therefore, is not available for eval. It has been confirmed that angiogram images are available to support the complaint investigation; however, these have not been received to date. Once received in cirl, image review will be conducted and complaint investigation will be updated accordingly. As no images were available to date, the customer complaint cannot be confirmed. No information was provided in relation to pt's pre-existing conditions that could have contributed to this event; therefore, it cannot be determined if the pt had any potential risk factors for thrombosis. There might also be anatomical factors involved that could have contributed to this event; however, no information was provided. According to complaint information provided, only one tablet of clopidogrel was administered after the procedure, however, it cannot be confirmed if this event could have occurred due to drug administration. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. It may be noted that thrombosis is a known potential effect as per instructions for use. Health risk assessment was initiated for stent thrombosis. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.